Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument misfired and jammed. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.